Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Service technician performed bench testing. All testing performed using a known good test patient circuit as well as a known good ac adapter. Ventilator passed 146 hour extended tests at customer¿s settings. The ventilator passed ltv final test which includes many types of ventilation and alarm functions. The ventilator was disassembled and thoroughly inspected. Bench testing found no problems with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported while using the model ltv (lap top ventilator) 950 ventilator, the oxygen tubing that was wrapped around the bed had caught fire. The patient on the ltv was in bed and their father smelled smoke and saw clouds of smoke. When the patient's father walked into the room, he found the tubing on fire and whipping around in the air. Tubing did not fall on the floor since it was wrapped around the bed. After the fire department cleared the scene, the parents put the patient back on the same ventilator and did not switch back to the backup ventilator. There was no patient harm reported.